Event description:
It was reported that a tct75 was used during a total gastrectomy procedure. It was reported by the affiliate that the firing knob of the linear cutter stopped during the firing stroke. Since it was hard to fire, a new instrument was used to complete the case. There was no consequence to the pt.